Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 12/18/2018 and 2/26/2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient has been experiencing twitching, pain and blurred vision after the implantation of +22.5 diopter lens model, zxr00 iol (intraocular lens). For those reasons, lens was explanted and replaced with +21.5 diopter zxr00 lens. It was also noted that patient outcome is too soon to tell as iol exchange was recently performed on (B)(6) 2019. No additional information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 5/10/2019. Device returned to manufacturer? Yes. Device evaluation: the product was received in a little jar with liquid. The product was inspected by a qualified inspector using a microscope with 12x magnification it can be seen that the optic body is damaged. No other anomalies were found. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.